Event description:
It was reported that the device was checked routinely after the patient had an operation. The patient was in his own rhythm at 50 bpm and the device paced intermittently. With magnet application, the device did not pace and it could not be interrogated. There were no regular pacing spikes on the EKG. The device was subsequently replaced.